Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl at the time of incident. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. Etainer ring = black. Device. Case = ngp. Customer returned device. For alleged high blood glucose and no allegation of device deficiency found on (B)(6) 2022. The device. Passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current test and self test. Device. Failed sleep current test due to moisture damage. Successfully downloaded history files and traces with thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms were found in the history files or traces on or near the event date. Device. Was cut open for visual inspection and found moisture damage on electric board . Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay.device. Passed full drive test. Device. Did not pass full functional test. Unable to confirm high bg. Device. Failed sleep current test due to moisture damage. Unexpected battery power loss due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.